Event description:
It was reported that the high-pressure alarm was triggered. The event occurred while patient use at patient¿s home. There was no patient harm or adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. ICU medical japan has received one repair request in the past year. The most recent repair request was made on 2025-jan-27 (ro#1402338). Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was within specifications. There was no known cause of the reported issue, and the device was returned to the customer with no repair provided.